Manufacturer narrative:
H6: investigation summary one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0009 and pump module dchu-0011 at 125 ml / hr. No air in line was detected throughout the infusion, or after the infusion. The customer complaint that there were issues with air in line was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv had air in line. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown it was reported that there were issues with air in line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv had air in line. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that there were issues with air in line.